Event description:
On (B)(6) 2010, patient reported after she had gotten out of the shower, changed for bed, gone to the bathroom and was pulling up her underwear; she noticed her infusion set and infusion tubing were hanging down and had detached from her body. Patient stated the adhesive had released or may have been gently pulled. Patient reported she prepares her infusion site with IV prep pads and uses an adhesive dressing and clear plastic tape. Patient stated today was warmer and she was sweating and was possibly more active. Patient reported she will start running again soon. Patient stated she was concerned about changing her infusion site at night since she had been advised by her nurse not to. Recommended to check her blood glucose before bed and overnight if she needed to. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.